Manufacturer narrative:
The reported events of lead dislodgement, stylet stuck in the lead and lead damaged were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive forces applied. The cause of the reported events of stylet stuck in the lead and lead damage was isolated to the bunching of the stylet ptfe coating inside the inner coil preventing removal of the stylet and excessive forces used resulting the connector pin with the cap and crimp sleeve to be pulled out of the connector assembly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the physician was having difficulties inserting the left ventricular (lv) lead into the coronary sinus (cs) branch and the lead was dislodged upon slitting the catheter. Upon attempts to reposition the lv lead, the guidewire would not advance. A stylet used was stuck in the lead and was found difficult to be removed causing lead damage. The lv lead was removed and replaced. The patient was in stable condition.